Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician placed the initial ruby coils in the target vessel using the lantern. The physician then experienced resistance while advancing another ruby coil through its introducer sheath and, therefore, the ruby coil was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.